Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0 x 40, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5-20mm peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.